Event description:
Injector tip torn apart during injection, new injector and iol needed. New lens was used without any problem. No patient impact.

Manufacturer narrative:
This follow-up report is being submitted to FDA for like products reporting - to correct the information from the initial report - as noted below. Per corrected information received by the manufacturer on 16-nov-2018 from the user facility: after consultation with the surgeon, the injector tip was torn off in such a way that it was no longer usable and the lens could not be implanted at all. The field for "explanted" was incorrectly marked on the original product complaint form. However, this corrected information is provided to clarify that the lens was "not implanted." This complaint has therefore been re-assessed by the manufacturer as "not reportable."

Manufacturer narrative:
This initial emdr report is being submitted to FDA for like products reporting.

Event description:
Injector tip torn apart during injection, new injector and iol needed. New lens was used without any problem. No patient impact.